Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they called to state the arctic sun device was not cooling. A check of t4 showed it was reading 4c, mixing pump command at 100%. Per additional information updated from ttm on 10mar2026, biomed had device sent down for 113 not cooling. They have consulted the manual and placed device water temperature (wt) at 4c, but after 17 minutes water temperature (wt) had not moved below 27.3c. Per review of wo notes, they discussed that this was indicative of a failed mixing pump. Stated they would order and replace the pump onsite.